Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to insufficient reprocessing on the forceps elevator at the user facility. A definitive root cause cannot be identified. The instructions for use (IFU) reprocessing manual state: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the forceps elevator of the subject device had the foreign object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the forceps elevator of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.